Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences reported. No additional information was provided.